Event description:
Approximately 6 year(s), 1 month(s) and 29 day(s) post-operative of an revised left rtsa, it was reported via clinical study that the patient experienced disassociation of polyethylene due to working out with resistance bands. In an earlier event, the patient experienced disassociation of other component - dislocation of modular device during physical activity that was resolve by revision and captured in (B)(4). The patient underwent another standard reverse revision with the reported removal of the humeral tray, glenosphere, and glenosphere locking screw components. The humeral liner was not reported as removed in the adverse event description but was listed as a product. The outcome of this event is considered resolved and the case report form indicates that this event is possibly related to the device and unlikely related to the procedure. This was reported through clinical trial study data collection activities and no other information is available at this time.

Manufacturer narrative:
D10: 300-01-13 - equinoxe, humeral stem primary, press fit 13mm: 5533406, 320-01-46 - equinoxe reverse 46mm glenosphere: 5549532, baseplate not replaced: 320-15-01 - eq rev glenoid plate: 4804483. H3: the reported event was unable to be confirmed due to limited information received from the customer. No device was returned for evaluation; further, photographs and/or radiograph images were not provided for review. Operative notes and/or medical records were not provided for review of usage/ technique. A definitive root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.

Manufacturer narrative:
This follow-up report is being submitted to relay additional and/or corrected information. The following sections were updated/corrected: h6 MDR section codes updated/corrected: b, c the revision reported was likely the result of disassembly between the humeral liner and humeral tray after working out with resistance bands. However, this cannot be confirmed and potential contributions from user-related considerations, incomplete seating of the humeral liner during implantation, forceful contact between the liner and glenoid bone (scapular notching), or a combination of the above to the reported disassembly of the humeral liner cannot be determined as the devices were not returned for evaluation and images/radiographs were not provided. If any further information is obtained that would change or alter any information provided, a supplemental report will be filed accordingly.